Event description:
It was reported that the ilet user performed a supply change but reused the old tubing, resulting in incorrect supply change steps and interrupted insulin delivery until the tubing was replaced and the new line was properly filled, after which insulin delivery resumed. There were no reported adverse clinical effects. Outcomes included no reported impact to health, no alarms, and restoration of therapy after troubleshooting and education. Investigation included technical support troubleshooting and user education on correct infusion set and tubing replacement, including fill procedure. Investigation of this case revealed user technique error related to supply change, with the device and components functioning as designed once correct tubing and priming were performed. It was concluded, based on similar reports, that user error during setup was the most probable cause.